Event description:
Add'l info rec'd from MFR 7/22/04: tyco healthcare/kendall added a blue strip to this polyurethane feeding tube approximately two years ago. Prior to this addition, the feeding tube was clear since it was released in 1982. In addition, MFR has added a green strip to feeding tubes made of pvc. Upon further investigation of this complaint, we noted that a competitor, arrow/neocare, uses an orange strip on their feeding tubes. There is no standard directive of color for this product family, as the colors blue, clear, green and orange are being utilized. MFR has performed a complaint history review, and there have been no other complaints for this product concerning the color strip. It is possible that this customer was using a competitor's product and then recently started using product, causing some confusion.

Event description:
Enteral feeding tubing sets typically have an orange stripe on the tubing or connector that is a visual clue that the tubing is for enteral use. This feeding catheter contains a blue stripe that does not match with the above standard. In fact, blue striping is used on some IV tubing. This product should be changed to incorporate orange striping.